Event description:
It was reported that the patient sustained a skin injury to her right medial malleolus when the light cord of the endoscopic vein harvesting apparatus unscrewed from the scope and landed on the patient's leg. The endoscopic harvesting apparatus was set down while the operator prepared the drain for insertion. The light cord and scope were intact, meaning the cord was attached to the scope, at the time the apparatus was set down. When going to pick up the apparatus for use, the operator noted that the light cord had become dislodged (unscrewed) from the scope. The patient sustained a small dry blister about 0.5 centimeters with no redness to the right medial malleolus. The patient suffered a second degree burn. This happens on occasion and the cord and scope are reconnected. In this instance, the cord separated after the scope was placed down for a brief time and fell onto an exposed area of skin by the ankle.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Based on previous investigations, probable root causes may be associated to but not limited to: safelight design, boot material, light source, and/or use error. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient sustained a skin injury to her right medial malleolus when the light cord of the endoscopic vein harvesting apparatus unscrewed from the scope and landed on the patient's leg. The endoscopic harvesting apparatus was set down while the operator prepared the drain for insertion. The light cord and scope were intact, meaning the cord was attached to the scope, at the time the apparatus was set down. When going to pick up the apparatus for use, the operator noted that the light cord had become dislodged (unscrewed) from the scope. The patient sustained a small dry blister about 0.5 centimeters with no redness to the right medial malleolus. The patient suffered a second degree burn. This happens on occasion and the cord and scope are reconnected. In this instance, the cord separated after the scope was placed down for a brief time and fell onto an exposed area of skin by the ankle.